Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set cannula kinked event on (B)(6) 2024 and (B)(6) 2024 after 3 hours of insertion and was hospitalized. The infusion set was in use for 5 hours. Insertion site was abdomen. Patient regularly rotate site location.blood glucose at the time of event was 496 mg/dl. Furthermore patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 5.